Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and from the original equipment manufacturer (OEM) for MDR# 8010047-2020-10039. The user facility further reported the issue occurred before a therapeutic nasal endoscopy procedure on (B)(6) 2020. There was no delay in the procedure and the procedure was completed using a different device.. There were no other devices replaced during the event/procedure. Imagestream and a light source were used in conjunction with the camera head (product information not provided) at the time of the event. Additionally, there were no error messages, alarms or alert tones associated with this event. The device was inspected before use. The provider turned on the camera and it started to flicker. The cable was not found to be kinked, coiled or damaged. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined that the reported image noise likely occurred due to unexpected stress was applied to the cable due to user handling and the cable unit failed. Olympus will continue to monitor complaints for this device. As stated on the IFU and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
The referenced camera head was returned to the service center. The service group confirmed the reported image from the camera head was flickering on and off. The cable unit was cut and found defective. Additionally, the coupler base plate was bent causing the image to be off-centered. The camera head was repaired back to specification and returned to the customer. A review of the camera head's repair history indicated the device was purchased on (B)(6), 2016 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, the image from the high definition autoclavable camera head was flickering on and off. No patient injury or harm was reported.